Manufacturer narrative:
G4. Please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having 1 vertebral body balloon kyphoplasty due to primary osteoporosis (compression fracture). It was reported that there was premature hardening. Cement was injected into the mixer, but by the third syringe, solidification occurred and injection was not possible. Cement was mixed for 50 seconds or longer. There was no patient symptom reported. There were no further complications reported regarding the event.